Event description:
During a gastric resection procedure, the firing trigger activation only worked half of the procedure. For the other half, it did not suture or cut. Not noted how case completed. No patient consequence.